Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an ambicor penile prosthesis (app) presented with a device that was no longer cycling. Upon revision, fluid loss in the pump was found, and a possible herniation of the left cylinder was identified. Therefore, the app was removed and replaced. No patient complications were reported.